Manufacturer narrative:
Complaint is confirmed. The complaint is confirmed based on the customer provided photo, which displays the damage of the broken screw. However, without the return of the device for physical evaluation, the most likely cause of this condition is excessive friction/force during use or insertion. The cause remains error use. No change in harm was identified.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a sales representative via email that an ar-8740-50pts screw broke while inserting. This was discovered during a case and broke inside the patient.